Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('gettign tubes out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hydrosalpinx ("fluid trapped in my left one") and rash ("rash on the side of my neck"). The patient was treated with surgery (getting tubes removed). Essure was removed. At the time of the report, the medical device removal, hydrosalpinx and rash outcome was unknown. The reporter considered hydrosalpinx, medical device removal and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('gettign tubes out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hydrosalpinx ("fluid trapped in my left one") and rash ("rash on the side of my neck"). The patient was treated with surgery (getting tubes removed). Essure was removed. At the time of the report, the medical device removal, hydrosalpinx and rash outcome was unknown. The reporter considered hydrosalpinx, medical device removal and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new reporter and event rash on the side of my neck were added. Fu 2, 3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('getting tubes out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hydrosalpinx ("fluid trapped in my left one"). The patient was treated with surgery (getting tubes removed). Essure was removed. At the time of the report, the medical device removal and hydrosalpinx outcome was unknown. The reporter considered hydrosalpinx and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.